Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. There were no anomalies found and no failure was reported for this part. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate parts of the bridge came apart and small spring was lost of the x-plore device and the sheath couldn't be used anymore. This happened before use on the patient. The procedure was continued and successfully completed with a like device. No patient harm or clinically relevant increase in procedure duration reported. Please see also medwatch report 1221934-2018-50961.